Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device expulsion ("one of the essure coils had migrated to her uterus") and seizure ("seizures") in an adult female patient (gravida 5, para 3) who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage, multi gravida and parity 3 (B)(6)1993,(B)(6)1997,(B)(6)2006). On (B)(6)2006, the patient had essure (ess205) inserted. In february 2007, the patient experienced migraine ("severe migraines") and headache ("headaches"). In march 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In july 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In august 2011, the patient experienced pelvic pain ("pain / lower right region below uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2012, the patient experienced alopecia ("hair loss"). In may 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In april 2017, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), abdominal pain lower ("cramping, cramping across lower abdomen"), muscle spasms ("cramping across lower back") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy in jul-2011) and surgery (surgery to remove the remaining essure coil from her uterus on or about may-2015). Essure (ess205) was removed in may 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, seizure, pelvic pain, abdominal pain lower, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, alopecia, muscle spasms and back pain outcome was unknown, the migraine was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, headache, menorrhagia, migraine, muscle spasms, pelvic pain, seizure, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2007: total bilateral occlusion unknown date: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Jul 2011: hormone levels indicated she had an ectopic pregnancy. Dye test: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device expulsion ("one of the essure coils had migrated to her uterus") and seizure ("seizures") in an adult female patient (gravida 5, para 3) who had essure (ess205) (batch no. 621684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage, multi gravida and parity 3 ((B)(6) 1993, (B)(6) 1997, (B)(6) 2006). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("severe migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain / lower right region below uterus"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), abdominal pain lower ("cramping, cramping across lower abdomen"), muscle spasms ("cramping across lower back") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2011) and surgery (surgery to remove the remaining essure coil from her uterus on or about (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, seizure, abdominal pain lower, menorrhagia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, pelvic pain, alopecia, muscle spasms and back pain outcome was unknown, the migraine was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, headache, menorrhagia, migraine, muscle spasms, pelvic pain, seizure, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion unknown date: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2011: hormone levels indicated she had an ectopic pregnancy. Dye test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infections, apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain / lower right region below uterus, hair loss and lower back pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device expulsion ("essure coils had migrated to her uterus") and seizure ("seizures") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), migraine ("severe migraines") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2011 and surgery to remove the remaining essure coil from her uterus on or about (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, seizure, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, ectopic pregnancy with contraceptive device, migraine and seizure to be related to essure (ess205). Diagnostic results: unknown date: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2011: hormone levels indicated she had an ectopic pregnancy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.